Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to scrotal infection and erosion; it was noted the pump could be visualized outside the scrotum. The ipp was explanted and replaced with a tactra malleable prosthesis. The patient fully recovered.